Event description:
It was reported to the MFR that the vns patient has been experiencing bradycardia. It was indicated that the patient's cardiologist decided to implant a pacemaker in the patient and program the vns generator to 0ma temporarily. The relationship between bradycardia and vns therapy is unk at this time. Good faith attempts to obtain additional info regarding the reported event have been unsuccessful to date.